Event description:
It was reported that catheter issue occurred. The target lesion was located in the left circumflex artery. During preparation, the catheter was flushed, but no fluid came out from the tip, and the air could not be discharged. The device could not be used. The procedure was completed with another device of the same device, and the patient remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).